Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), dyspareunia ("pain during intercourse,"), alopecia ("excessive hair loss,"), tooth disorder ("excessive dental problems"), rash ("excessive rashes."), polymenorrhoea ("period lasting only 3 days or less"), fatigue ("fatigue") and headache ("continual headaches"), underwent cholecystectomy ("surgery to remove her gallbladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, alopecia, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cholecystectomy, dyspareunia, fatigue, headache, menorrhagia, pelvic discomfort, pelvic pain, polymenorrhoea, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events added " period lasting only 3 days or less" "weight gain" "headache (continual headaches)" "fatigue". Secondary reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), dyspareunia ("pain during intercourse,"), alopecia ("excessive hair loss,"), tooth disorder ("excessive dental problems"), rash ("excessive rashes."), hypomenorrhoea ("period lasting only 3 days or less"), fatigue ("fatigue") and headache ("continual headaches"), underwent cholecystectomy ("surgery to remove her gallbladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, alopecia, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cholecystectomy, dyspareunia, fatigue, headache, hypomenorrhoea, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: coding correction received- event menstrual cycle shortene updated to short menstruation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 09-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. Plaintiff subsequently sought treatment but was unable to resolve her symptoms and underwent a hysterectomy to remove her essure coils. Furthermore, it was reported that plaintiff underwent a surgery to remove her gallbladder (cholecystectomy). Pelvic pain is listed while cholecystectomy is unlisted in the reference safety information for essure. Cholecystectomy is indicated in case of symptomatic gallstone disease (biliary colic, acute cholecystitis and biliary dyskinesia), gallstone pancreatitis, choledocolithiasis and as prophylactic procedure in case of immunocompromised patients. Given the pathophysiology for such diseases and the local action of essure at fallopian tubes, causality with essure can be excluded. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention to remove essure coils was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), dyspareunia ("pain during intercourse,"), alopecia ("excessive hair loss,"), tooth disorder ("excessive dental problems"), rash ("excessive rashes."), hypomenorrhoea ("period lasting only 3 days or less"), fatigue ("fatigue") and headache ("continual headaches"), underwent cholecystectomy ("surgery to remove her gallbladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, alopecia, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cholecystectomy, dyspareunia, fatigue, headache, hypomenorrhoea, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), dyspareunia ("pain during intercourse,"), alopecia ("excessive hair loss,"), tooth disorder ("excessive dental problems"), rash ("excessive rashes."), hypomenorrhoea ("period lasting only 3 days or less"), fatigue ("fatigue") and headache ("continual headaches"), underwent cholecystectomy ("surgery to remove her gallbladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, alopecia, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cholecystectomy, dyspareunia, fatigue, headache, hypomenorrhoea, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and cholecystectomy ('surgery to remove her gallbladder') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,"), dyspareunia ("pain during intercourse,"), alopecia ("excessive hair loss,"), tooth disorder ("excessive dental problems"), rash ("excessive rashes."), hypomenorrhoea ("period lasting only 3 days or less"), fatigue ("fatigue") and headache ("continual headaches"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, alopecia, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cholecystectomy, dyspareunia, fatigue, headache, hypomenorrhoea, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-sep-2016, on behalf of an adult (>=18y & <65y) female plaintiff, who had essure (ess205) (fallopian tube occlusion insert) inserted in or about (B)(6) 2006. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive hair loss, excessive dental problems, and excessive rashes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In or around (B)(6) 2015, plaintiff underwent surgery to remove her gallbladder. In or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. Plaintiff subsequently sought treatment but was unable to resolve her symptoms and underwent a hysterectomy to remove her essure coils. Furthermore, it was reported that plaintiff underwent a surgery to remove her gallbladder (cholecystectomy). Pelvic pain is listed while cholecystectomy is unlisted in the reference safety information for essure. Cholecystectomy is indicated in case of symptomatic gallstone disease (biliary colic, acute cholecystitis and biliary dyskinesia), gallstone pancreatitis, choledocolithiasis and as phophylactic procedure in case of immunocompromised patients. Given the pathophysiology for such diseases and the local action of essure at fallopian tubes, causality with essure can be excluded. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention to remove essure coils was required. A product technical analysis is expected. Further information will be obtained through the litigation process.